Event description:
Reportedly, a patient initiated transmission was required to receive a patient remote follow up following a critical alert stating the system could not retrieve the data due to technical reasons. Once the pit was initiated and received, it was noted the patient had therapy on 10/8/2023 but no alert was received by the clinic despite alerts for therapy being programmed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis of the event revealed: - the home monitor detected an alert in the implant on (B)(6) 2023, but was unable to download the implant's memory. An empty report was generated with an error message: "this file is generated when the hm detects an alert in the device, but is unable to download the device memory. Follow-up and check alert will be suspended until a successful on demand is performed." - this event was due to communication issues between the hm and the implant. Hm was connecting to the back-office as expected. Communication issues could be related to the environment, as polluters or a distance between the hm and the implant too important. - a manual transmission was successfully performed on (B)(6) 2023, and enabled the details of the alert to be recovered and resolved the issue. - based on available data, no issue is suspected on the device. Please refer to the attached report